Event description:
Per the clinic, the patient experienced a "rejection of the implant" in 2003 (exact date not reported), resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).